Event description:
Reportedly, inability to insert lead into its connector.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, inability to insert lead into its connector.

Manufacturer narrative:
- The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - no abnormality has been found and the lead connection test was successful. - since the ventricular setscrew was found completely screwed. It was not possible to check to tightening mark of the setscrew tip before unscrewing with a screwdriver. - the issue described in the complaint could not be reproduced. For more details, please refer to the attached analysis report.